Manufacturer narrative:
Continuation of d10: product ID unk-nv-ped3 (unknown); product type: ; implant date n/a; explant date n/a product ID ped3-027-450-16 (unknown); product type: ; implant date n/a; explant date n/a product ID ped3-027-600-30 (unknown); product type: ; implant date n/a; explant date n/a. Citation: abu-fares, o., adamou, a., lanfermann, h., krauss, j. K., al-afif, s., & döring, k.. Pipeline flow diverter and transvenous coiling for the treatment of direct carotid cavernous sinus fistulae: a retrospective case series. Cvir endovascular 8(1) 2025. Doi:10.1186/s42155-025-00566-7 earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding: 'pipeline flow diverter and transvenous coiling for the treatment of direct carotid cavernous sinus fistulae: a retrospective case series'. The time frame of this study was: retrospective analysis from december 2022 to november 2023. Multiple manufacturer¿s devices were used in the study population. The following medtronic devices were used: this literature article reports the off-label use of pipeline vantage flow diverter to treat carotid cavernous fistulae (ccf). Three cases were presented in the article. Additional medtronic devices used included navien catheter, phenom 27 microcatheter, and phenom plus catheter. No deaths were reported in the study population. Among patient adverse events included: a patient initially underwent aneurysm treatment using the pipeline vantage (pv) flow diverter (fd). Fd twisting in the ophthalmic internal carotid artery (ica) genu was adjusted using balloon remodeling. In the final dsa run after fd deployment, a dissection of the ica cavernous segment was observed. However, since the dissection did not compromise blood flow in the ica conservative therapy was determined. In november 2023, the patient presented to the emergency department with proptosis, chemosis, tinnitus and decreased visual acuity of the right eye. The subsequent dsa imaging documented a direct ccf at the level of the ica dissection with venous drainage to the superior and inferior ophthalmic veins and the ipsilateral inferior petrosal sinus. Treatment of the ccf was performed by implanting a fd in the right ica cavernous segment as well as transvenous coiling of the cavernous sinus. On the final dsa run, the fistula was cured. One day after the procedure there was a rapid improvement of the clinical symptoms on the right eye and the tinnitus disappeared. Clinical follow up one year after the procedure was uneventful. Another patient had three pv fds (4.5 × 16 mm, 5.5 × 16 mm and 6 × 30 mm) placed from the ophthalmic to petrous ica segments. Final dsa run documented persistent high flow direct ccf. Five weeks later, a second intervention of coil embolization was performed. On the final dsa run the high flow fistula was still observed with orbital venous congestion. After the intervention intraocular pressure was normal, so further embolization was not carried out. Dsa performed one year after the intervention documented complete occlusion of the fistula and patent left ica with no complications documented. No further information was provided pertaining to medtronic products.